Event description:
It was reported that upon returning to the ward after surgery, the catheter was found fallen out of the patient. According to the inquiry sheet attached, there was a tear or rupture observed on the balloon. Similar event has occurred to the same patient. The event occurred after 0.5 hour of placement and the water leaked from the balloon. No materials possibly came into contact with the balloon and the catheter was not pulled. Per additional information via email from ibc on 11apr2023, no missing pieces were reported, spontaneous catheter removal due to the balloon burst was reported.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received 7 unopened foley catheter trays. No visual defects or balloon bursts noted. Inflated balloon of 1st catheter and it rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Inflated and deflated balloon of 2nd catheter with no cuffing or leaks noted. Inflated and deflated balloon of 3rd catheter with no cuffing or leaks noted. Inflated and deflated balloon of 4th catheter with no cuffing or leaks noted. Inflated and deflated balloon of 5th catheter with no cuffing or leaks noted. Inflated and deflated balloon of 6th catheter with no cuffing or leaks noted. Inflated and deflated balloon of 7th and last catheter with no cuffing or leaks noted. Based on samples received product does not meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Risk and labelling reviews are not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon returning to the ward after surgery, the catheter was found fallen out of the patient. According to the inquiry sheet attached, there was a tear or rupture observed on the balloon. Similar event has occurred to the same patient. The event occurred after 0.5 hour of placement and the water leaked from the balloon. No materials possibly came into contact with the balloon and the catheter was not pulled. Per additional information via email from ibc on 11apr2023, no missing pieces were reported, spontaneous catheter removal due to the balloon burst was reported.